Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 07/13/2009, that a customer had an issue with a safety syringe. Customer reports the safety lock is not locking and nurse was stuck with a dirty needle.